Event description:
The surgeon was performing his first opcab (off-pump coronary artery bypass) case with cts instruments. The surgeon performed a sternotomy incision and utilized the cts access mv stabilizer for performing a minimally invasive bypass procedure. The patinet was moderatley obese with an extremely larger heart. When the heart was positioned with gauze and the stabilizer was placed on the left lateral surface of the heart there was a larger amount of tissue spilling over the top of the stabilizer foot, this coupled with the beating motion of the heart, caused the superior portion of the stabilizer foot to damage the epicardium. A single pledgeted suture was used to repair this. The stabilizer was repositioned, and the anastomosis was constructed without incident. The additional anastomoses were completed without any complications. No clinical sequelae resulted.